Event description:
It was reported that a suction catheter could not be passed into the et tube to suction the pt. Pt had to be extubated and re-intubated. No further complications were reported. The pt had been transferred from another hosp with the endotracheal tube already in place. Info on how long the tube had been in place before the pt was transferred from the other hosp is not known. Additional info has been requested, but has not been received.

Manufacturer narrative:
The sample was returned, however, no lot # info was provided for the company's evaluation. A competitor's suction catheter was returned with the et tube and there was no product identifiers on the catheter to identify the MFR. The returned et tube was measured and found to meet internal ID specifications. A dried mucus plug was identified halfway through the et tube. The suction catheter met resistance at the location of the mucus plug, but the mucus plug dislodged with very little effort and the suction catheter passed through. The suction catheter met additional resistance at the exit of the et tube due to an extreme bend in the tip of the suction catheter. Info on how long the et tube had been in place before the pt was transferred from the other hosp is not known but it can be concluded that the tube was working properly before the transfer. A review of the instructions for use showed the following in the warnings section: "over-inflation of the cuff can result in cuff distortion which may lead to airway blockage. Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in pt injury requiring a tube change." In the precautions section, the following is stated: "when a pt's position or the tube placement is altered after intubation, it is essential to verify that the tube position remains correct. Any tube misplacement must be corrected immediately. Should extreme flexing (chin to chest) to the head or movement of the pt be anticipated after intubation, use of a reinforced tracheal tube should be considered. If lubricating jellies are used in conjunction with the tracheal tube, follow MFR's application instructions. Excessive amounts of jelly can dry on the inner surface of the tracheal tube resulting in a lubricant plug or a clear film that partially or totally blocks the airway".